Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
A hospital registered nurse (rn) reported to fresenius that an admitted patient experienced increased intraperitoneal volume (iipv) events during a peritoneal dialysis (pd) treatment. The rn clarified that this is not a fresenius patient. The rn stated this was the patient's second day of completing pd therapy on the cycler. The patient experienced iipv during each drain phase of treatment. A review of the patient¿s treatment records identified that the patient drained 3101 ml in drain 1 (311% the patient's prescribed fill volume of 1000 ml), 2891 ml in drain 2 (290% the prescribed fill volume of 1000 ml), and 1788 ml in drain 3 (179% of the patient's prescribed fill volume of 1000 ml). It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. A replacement cycler was issued. The original cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Event description:
A hospital registered nurse (rn) reported to fresenius that an admitted patient experienced increased intraperitoneal volume (iipv) events during a peritoneal dialysis (pd) treatment. The rn clarified that this is not a fresenius patient. The rn stated this was the patient's second day of completing pd therapy on the cycler. The patient experienced iipv during each drain phase of treatment. A review of the patient¿s treatment records identified that the patient drained 3101 ml in drain 1 (311% the patient's prescribed fill volume of 1000 ml), 2891 ml in drain 2 (290% the prescribed fill volume of 1000 ml), and 1788 ml in drain 3 (179% of the patient's prescribed fill volume of 1000 ml). It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. A replacement cycler was issued. The original cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital registered nurse (rn) reported to fresenius that an admitted patient experienced increased intraperitoneal volume (iipv) events during a peritoneal dialysis (pd) treatment. The rn clarified that this is not a fresenius patient. The rn stated this was the patient's second day of completing pd therapy on the cycler. The patient experienced iipv during each drain phase of treatment. A review of the patient¿s treatment records identified that the patient drained 3101 ml in drain 1 (311% the patient's prescribed fill volume of 1000 ml), 2891 ml in drain 2 (290% the prescribed fill volume of 1000 ml), and 1788 ml in drain 3 (179% of the patient's prescribed fill volume of 1000 ml). It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. A replacement cycler was issued. The original cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Additional information: plant investigation: the cycler was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were found to be within tolerance. The system air leak test, valve actuation test, teach pump test, and patient sensor check were performed and passed. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.